Manufacturer narrative:
Initial and final MDR 1918507 - MDR 3003442380-2024-15545 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets leaking at site events on 3-jun-2024. The infusion sets were in use for 1 to 2 days. The blood glucose level at the time of event was 170 mg/dl and patient resolved all the events by replacing infusion set and resumed insulin successfully. No further information available.